Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented over the weekend with a cerebrovascular accident (cva). Log files were attached for review; of note there were 3 no external power alarms. This patient was noted to have a history of cva and residual hemiparesis, so they stay on batteries. The log file captured multiple odd power cable disconnect and low power events that did not appear to be associated with a power exchange. In addition, the log file captured a few no external power alarms on (B)(6) 2026 that appeared to have been the result of the patient disconnecting both controller leads from power. Finally, two low flow flags were noted on (B)(6) 2026 that were not sustained for long enough to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. All equipment was functional and the devices operated as expected. The double power disconnects occurred two days before the patient presented with a clinically significant neurological event and were likely patient related. The cause of the alarms was strongly suspected to be the patient who had a previous cva and possibly evolving neuro event at that time. Power was reestablished with no interruption in pump support. All equipment appeared to be intact, and no products would be returned.